Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface. The hex head was also slightly worn, but functional. Returned device was examined visually by the naked eye and through magnification. The product was functionally tested, and it was found that the healing collar would not assemble with a mating implant. The complaint is therefore confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Patient weight was not provided. Event date unknown. Device lot # was not provided/unknown.

Event description:
It was reported that a new (hc455) healing abutment did not screw in the implant. Another healing abutment was used to finish uncover procedure.